Event description:
Rptr has seen two cases in the last month where fistulas appeared after the use of a stabident injection of local anesthetic in the posterior mandible. These were self limiting and should resolve without any long lasting adverse effect. They could be confused with endodontic abscesses. When fistulas appear on the posterior mandible, the teeth should be pulp tested before endontics is done.